Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep. That after dr. Stapled the lung, he held the closing lever and heard a noise. (It might be broken). Neither firing lever nor release button worked. Dr. Returned closing lever by hand and quit using the instrument. There was no consequence to the pt.